Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the two (2) stardrive screwdriver shaft t8 were stripped, countersink for 2.7mm cortex screws was broken off and two (2) depth gauge 50mm tips were broken off. Fragments were generated but it is unknown if they were removed easily without additional intervention. Surgery was delayed two (2) to five (5) minutes. Procedure was successfully completed. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 3 of 4 for (B)(4).